Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by applying excessive force on the shortening strands, nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that patient underwent a cmc arthroplasty procedure on (B)(6) 2014. One year post-op, the tightrope sutures broke in the middle, in between the thumb and 2nd metatarsal. Revision procedure took place on (B)(6) 2015. Follow-up investigation: patient was having pain at the thumb cmc after failed lrti. Failure likely related to untreated thumb mp joint. Patient complained of pain and deformity. It was discovered approximately 10-12 weeks prior to revision surgery.